Manufacturer narrative:
The information provided in this MDR represents known information at this time. No lot code information was provided and therefore an investigation could not be completed at this time. Kimberly-clark has reached out to the reporter to request further consumer information including product information and situational details.

Event description:
The information provided was for a (B)(6) regular tampon that came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced infections and vaginal irritation.